Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: a review of the black box showed multiple call service 162 loss of prime warnings with low non zero and zero force. The pump was run for 24 hours with no loss of primes. The force calibration testing passed. The pump was opened to find no defects. The loss of prime issue was unable to be duplicated.